Event description:
A guiding launcher medtronic 6f jr4 and a bmw guidewire were used. A pre-dilatation of the ivp with maverick 2.5 x 15mm at 8 atm for 15sec. The physician brought a cypher select 2.25 x 18mm to the lesion, but the hub was broken, it was not noticed when connected, and linking no inflation possible. A cypher stent 2.25 x 13mm at 14 atm was implanted. There was no pt injury reported.

Manufacturer narrative:
An analysis is anticipated; however, the device has not yet been received by cordis. Additional info will be submitted within 30 days of receipt.